Event description:
It was reported that a device was used during a deep anterior resection. It was reported by the affiliate that the device fired malformed staples and instrument would not release from the tissue. Case was completed by performing a hartman procedure and placing a temporary colostomy. Patient to return for colostomy reversal at a later date.